Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that the frame has a broken weld. The dealer states that the weld has broken off at the rear left side frame seating area.

Manufacturer narrative:
Additional/updated information was added to reflect the left side frame being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the weld was broken at the arm gusset. An expanded evaluation was performed. The expanded evaluation report confirmed that there was a fracture where the arm socket bracket was welded to the upright tube. However, the underlying cause could not be determined.

Event description:
The dealer states that the frame has a broken weld. The dealer states that the weld has broken off at the rear left side frame seating area.